Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string on a tampon was too short and she could not find the string to remove the pledget from her vaginal cavity. She was able to manually remove the pledget with the little bit of string that was attached. She did not seek medical attention and did not experience any adverse health effects.